Manufacturer narrative:
The product was not returned for analysis. The associated company lens is not qualified for use with the company cartridge. The qualified diopter range for the company cartridge is 6.0 to 25.0. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, upon insertion the lens was thicker and harder to fold. The lens was pulled back out to reload from the company cartridge, and the lens got scratched with no patient contact. The procedure was completed on same day with a new unspecified replacement lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).